Manufacturer narrative:
Patient's weight is unknown. Lot information is unknown. The implant failure modes, failure/ loss of osseo-integration and lack of primary stability are not product related and rather are attributed to patient contraindications, conditions, or clinictrended.

Event description:
Per complaint (B)(4) after clinical procedure, patient experienced failure of implant to osseointegrate.